Event description:
Report received from an abbott international affiliate of an overdelivery. The report reads: "the gemstar pump was programmed for patient controlled analgesia (pca) in a bolus only mode. The extension part of the set was not connected correctly, as the primary line was attached to the side arm instead of the anti-siphon valve (asv), thereby bypassing the asv. The set was attached to a 100mg flask of morphine and primed manually without using the gemstar pump. The cassette of the set was not inserted correctly into the gemstar pump and was not checked for any freeflow before attaching to the patient. The pump did not alarm to signify any freeflow as there was no bolus demand from the patient. Reportedly, 100 milligrams of morphine ran through to the patient over a 2 or 3 hour period resulting in the patient being resuscitated and admitted to intensive care. The patient survived the incident and reportedly was recovered without sequelae." Though requested, no additional information was provided.